Manufacturer narrative:
.

Event description:
It was reported that the patient experienced syncope and presented to the emergency room. Upon interrogation, it was noted that the patient had multiple episodes of atrial tachycardia and atrial fibrillation due to atrial noise; the longest episode was 22 seconds. The noise could be reproduced in the clinic with isometrics. No intervention was performed and the patients condition was good. The patient would be monitored closely.